Event description:
I have used poligrip for more than 13 years and my health has continued to get worse. Ie, weakness in legs, (falling) I now use a cane. Loss of smell and taste. My ua doctors tested me for zinc and found high levels of zinc and told me to stop using poligrip which has caused a high level of zinc. I fell yesterday and I'm going back to va doctors. I hurt my shoulder. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B) (6) 1997 - (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.